Event description:
On (B)(6) 2025, fujifilm healthcare americas corporation was informed of an event involving the sys/mr/echelon oval 16ch/dhfa408. It was reported that the customer stated many patients are reporting warming and having redness on their back when using the posterior wit coil. States it is intermittent. Customer confirmed the patient heating and sweating is intermittent. The heating and sweating mostly happens on lumbar spine scans. The customer stated he is not able to confirm if the issue is habitus or the technique the site uses. The customer also confirmed an engineer was on site on (B)(6) 2025 to conduct preventative maintenance. During the investigation, the table pads were found to be in good condition but are not as firm as they once were. Replacement pads have been ordered. Additionally, while the wit spine 8 coil has acceptable snr, prescan data shows a single channel to have excessive noise. As a precautionary measure, this coil is being replaced. Due to the unknown status of many patients that have reported warming or having redness, fujifilm healthcare americas corporation is reporting this event. Ref: fujifilm healthcare americas corporation complaint #(B)(4).